Event description:
Engineering triggered an investigation based upon a review of failures during production testing. These failures involved the device internal therapy connector. A failure of the connector could result in an inability to deliver defibrillator and pacing therapy.